Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that the patient has a lack of contrast sensitivity following an intraocular lens implantation procedure. On post-operative examination, the patient's best corrected visual acuity was 20/40. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
Following the submission of the initial report, it was discovered that a duplicate medical device report with manufacturer report number 1119421-2021-00574 was submitted relating to this event. The correct manufacturer report number for this event is 1119421-2021-00574. The manufacturer internal reference number is: (B)(4).